Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact near the center of patient images during a head scan. There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) went on site and performed a visual inspection of the gantry scan plane and found a broken collimator filter. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse replaced the collimator and performed the required system calibrations to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.